Event description:
It was reported via repair work order that the seat was broken and would not hold patient weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.